Event description:
(B)(6). It was reported that compete heart block occurred. Prior to the index procedure, heparin or other anticoagulant was given. The subject was on a prior regimen of aspirin at the time of index procedure. The subject received a loading dose of 300 mg of clopidogrel. An isleeve introducer was opened, however not inserted. A second isleeve introducer was placed and then the aortic valve was treated with balloon aortic valvuloplasty (bav) and subsequent deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved complete and partial re-sheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day, post index procedure, the subject developed complete heart block. The event was diagnosed by electrocardiogram (ECG) and ultrasound. The event was treated with medications. A permanent cardiac pacemaker was recommended. One (1) day post index procedure, a new permanent pacemaker was successfully implanted. At the time of reporting, the event was not resolved.

Event description:
Reprise IV study (bicuspid cohort). It was reported that compete heart block occurred. Prior to the index procedure, heparin or other anticoagulant was given. The subject was on a prior regimen of aspirin at the time of index procedure. The subject received a loading dose of 300 mg of clopidogrel. An isleeve introducer was opened, however not inserted. A second isleeve introducer was placed and then the aortic valve was treated with balloon aortic valvuloplasty (bav) and subsequent deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved complete and partial re-sheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day, post index procedure, the subject developed complete heart block. The event was diagnosed by electrocardiogram (ECG) and ultrasound. The event was treated with medications. A permanent cardiac pacemaker was recommended. One (1) day post index procedure, a new permanent pacemaker was successfully implanted. At the time of reporting, the event was not resolved. It was further reported that on the same day as index procedure, ECG revealed left bundle branch block, 1st degree av block which gradually developed to complete heart block. A transvenous pacing wire was placed for rhythm management prior to the permanent pace maker implant. Two (2) days later, the event was considered recovered/resolved and on the same day subject was discharged on aspirin.